Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the keypad button contacts and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was intact and all keypad buttons responded normally. The keypad cover was removed, and there was evidence of contamination found under all button contacts. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).